Event description:
During a magnetic resonance imaging scan of a comatose pt, the pt rec'd a small blister along the edge of the left leg electro-cardiographic electrode. A neuro-vascular magnetic resonance imaging surface coil was in use during these scans, and was positioned close to the electro-cardiographic cable. The pt rec'd silvadence treatment of the blister following the magnetic resoance imaging scans. The age and weight of the pt have not been reported. No serious injury has been reported.